Event description:
After the iab was inserted into the pt, the "check cath" and "rapid gas loss" alarms sounded from the pump. No blood was noted and the pump was changed three times. Under fluoroscopy, it was noted that the distal end of the iab did not inflate. The iab was removed and the contact stated that there was a sticky lubricant on the outside of the membrane. No second iab was inserted. On 8/27/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 4/23/97. Pt current status: unk - rpt'd 4/23/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.